Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/28/2014 with the following findings: evaluation revealed no unexplained power on resets observed in the black box. Returned battery cap contains no damage. The battery compartment has a small crack near the case seal. Returned cap fastens securely and holds power to the pump. The returned battery cap measurements are all within specified range. No intermittent power issues were experienced with the returned battery cap or pump. The pump was exercised for 24 hours with returned battery cap; no power loss was duplicated; the pump was still delivering at the end of testing. The pump passed a delivery accuracy test successfully. A pinkish contrast was observed on the display screen. The pump cover was removed; no internal moisture damage or intermittent connections were observed. Investigators were unable to duplicate the reported complaint. The display lens was scratched around the perimeter.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump had intermittently lost power and was re-booting. The patient reportedly obtained a blood glucose level of ¿hi mg/dl¿ (greater than 600 mg/dl) and took a correcting bolus dose of insulin via the pump. The patient did not experience any symptoms of high or low blood glucose levels, and did not seek medical attention. The patient replaced the pump battery to no avail. Troubleshooting revealed no cracks, damage, moisture or corrosion on the pump and the battery cap was tight and secure. The issue was not resolved. The patient allegedly suffered blood glucose levels suggesting severe injury after the pump power issue occurred, and received self-treatment with insulin; therefore, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Date of event: not provided.